Event description:
It was reported that this was an arteriotomy closure of the mildly calcified right common femoral artery using a prostyle device after a percutaneous coronary intervention (pci) procedure using a 6f sheath. Reportedly, resistance was felt while removing the prostyle device after deployment. There seemed to be an issue with the foot of the device. The device was then advanced into the vessel lumen a couple millimeters and the lever was raised and lowered a couple times. The resistance was resolved and the device was able to be removed. The suture of the prostyle did work and hemostasis was achieved. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.